Event description:
Device has been explanted. Healthcare professional reported "any creases" observed during surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: - capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side ¿capsular contracture baker grade iii¿. Healthcare professional later reported "any creases" observed during surgery. Device has been explanted and replaced. Medication (singular or accolate e.g.) Was prescribed as treatment for the capsular contracture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿capsular contracture, baker grade iii¿. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported ¿capsular contracture, baker grade iii ¿. This record is for the right side. Device remains implanted. Medication (singular or accolate e.g.) Was prescribed as treatment for the capsular contracture.